Event description:
It was reported that during a routine follow up, trend data indicated oversensing and high impedance on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and replaced. It was noted during the procedure that the rv lead was fractured under the clavicle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).